Manufacturer narrative:
Submit date: 05/19/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding unit. Customer reports that the unit will not power or will power on for a few seconds and power off. No patient involvement.